Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 10 ml/hr. Procedure: left total knee replacement (tkr). Cathplace: femoral nerve, {reference 2026095-2012-00265/12-01070}. Dr (B)(6) reported that this patient (identified as (B)(6)), experienced seizures like symptoms. When he removed the catheter, there was no evidence that it was in the vascular space. He is concerned the pump might have contained the wrong medication. Patient found to be unarousable and slurring. He was diaphoretic and gurgling. The patient was still in the hospital when the event occurred. Symptoms occurred approximately 24 hours after the infusion was initiated. The pump was set at 10ml/hr and the saf was turned to zero prior to dc of pump and catheter. The patient's oxygen saturation levels were 100% on 2l. The nerve block was discontinued and the patient became more arousable and oriented. No blood levels drawn. Patient's condition is stable and he was discharged. Infusion start time/date: (B)(6) 2012, 16:34. Infusion end time/date: (B)(6) 2012, 16:26. The pump was filed by (B)(6), lot #12251279s.

Manufacturer narrative:
Method: the sample has been received for inspection and evaluation. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. The drug from the pump was emptied and returned to (B)(6) for analysis. Our hospital contact for this incident is: (B)(6).